Event description:
A settings issue, "incorrect time or incorrect date", was reported with abbott diabetes care (adc) reader. As a result, customer experienced a seizure and was able to self-treat with "food (dextrose)". There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Performed a visual inspection on the returned reader and no issues were observed. The date and time was successfully set. The correct date and time were displayed after 12 hours, and no evidence of the reported complaint was observed. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history review (dhrs) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A settings issue, "incorrect time or incorrect date", was reported with abbott diabetes care (adc) reader. As a result, customer experienced a seizure and was able to self-treat with "food (dextrose)". There was no report of death or permanent impairment associated with this event.